Manufacturer narrative:
Device evaluation by manufacturer: visual inspection of the returned unit was performed and the polyurethane sleeve at the distal tip shows evidence of being torn. Thereby, the nitinol core wire is protruding above poly surface. Polyurethane section was removed at the distal tip section. It was noted that the failure mode was located at the flattened nitinol wire shaft (transition); therefore the distal tip. Except where noted, this specimen wire does not present any indication of anomaly. Dimensional inspection was performed. Approximately 1.15 to 1.78 cm from the distal end detached from the rest of the core wire, remaining inside patient. The returned sample was submitted to the sem lab (scanning electron microscope) for further analysis. The sem analysis report states as follows: only the proximal fracture site was supplied. Fracture occurred within the flattened or ribbon section of the wire. The fracture surface exhibited equiaxed dimple ruptures indicative of tensile along with fatigue striations. No material anomalies were noted. Conclusion: fracture occurred as a result of fatigue in a tensile overload direction which compromised the integrity of the distal tip, thereby causing the distal tip separation. The incident device reveals no material defects and/or functional anomalies that may have caused or contributed to the reported incident. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a guide wire tip detachment occurred. The lesion details are unknown. The pt2 guide wire was advanced to the lesion. A taxus liberte stent was advanced to the lesion, and the tip of the pt2 guide wire detached and "moved forward." The tip remained "in a septal part" inside the patient. The stent balloon was inflated and the stent was successfully deployed and implanted. 5 drug eluting stents were placed. No further patient injuries or complications were reported. The patient status is reported as "ok."

Manufacturer narrative:
(B) (4). (B) (4).

Event description:
It was reported that during a stenting treatment procedure, a guide wire tip detachment occurred. The lesion details are unknown. The pt2 guide wire was advanced to the lesion. A taxus liberte stent was advanced to the lesion, and the tip of the pt2 guide wire detached and "moved forward." The tip remained "in a septal part" inside the patient. The stent balloon was inflated and the stent was successfully deployed and implanted. Five drug eluting stents were placed. No further patient injuries or complications were reported. The patient status is reported as "ok."